Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the reported issue.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer stated the tampon fell apart and left behind pieces. She experienced vaginal bleeding, abdominal pain / cramping, discharge, odor and sweating.